Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported multiple false negatives sars results for symptomatic patients. The customer communicated the results were confirmed by throat swabs (off-label) from sofia sars assay. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.